Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's infection has resolved.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had an infection at the ipg site. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-06844. Follow-up identified the patient's ipg was explanted due to chronic infection. The patient was on antibiotics for approximately ten months. The lead was left implanted. The exact location of the infection was unknown. In addition, the infection remains unresolved at this time.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-06844. The manufacturer received two terminal end segments of the lead with the returned ipg. Part of the lead was explanted.